Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. The procedure was completed with another device. There was no delay. No patient harm.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 04/16/2025 . An investigation was conducted on 04/16/2025 a visual inspection was conducted. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device the evaluation results, the reported failure "break; c-ring" was confirmed. A lot history record review was completed for lots 3000460699, 3000461026, and 3000459637 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.